Event description:
It was reported that there was burn marks on 3 out of a case of 20. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. All three (3) breathing bags had present burn marks. No other analysis were performed. Based on the sample provided, physically evaluation, the most probable cause was that the product was burn marked after it left the manufacturing facility. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).